Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 386 mg/dl, 258 mg/dl, 156 mg/dl, 226mg/dl and 150 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation.